Manufacturer narrative:
Updated fields: b4; g1; g3; g6; g7; h2; h6. Type of investigation, investigation findings, problem code, investigation conclusion; h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A photo of x-ray was provided and reviewed. The extracorporeal tubing and sensor cable was cut from the iab and not returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The root cause of the reported failure ¿rear tantalum marker migrated¿ was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to verify the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4) h3 other text : device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an x-ray showed two markers on the iab were too close together. The patient was receiving the hemodynamic support and did not have any symptoms to suggest a clinical issue/ problem. There was no patient harm or adverse event reported.

Manufacturer narrative:
Gfe response received (B)(6) 2024 - updated field(s): sex. Date of birth. Age at time of event / age units (patient). Describe event or problem. Serial# / lot #. Manufacture date / exp. Date. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A photo of x-ray was provided and reviewed. The extracorporeal tubing and sensor cable was cut from the iab and not returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The root cause of the reported failure ¿rear tantalum marker migrated¿ was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to verify the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that after 40 hours of intra-aortic balloon (iab) therapy, an x-ray showed two markers on the iab were too close together. The patient was receiving the hemodynamic support and did not have any symptoms to suggest a clinical issue/ problem. A new iab was later inserted and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a